Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter screen allegedly turns black when a strip is inserted and will not move forward to the apply blood symbol. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter was found to function properly with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.